Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable or difficult to prime. The following information was provided by the initial reporter : material no. 320122. Batch no. 0176839. Consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. Date of event: unknown. Samples: discarded.